Event description:
Dr reported to our sales rep, that two instruments used during an extraction were damaged. He also reported that there were no adverse effect on the pt.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.